Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, instructions for use (IFU), trends, and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "nonclinical testing has demonstrated that the entuit secure gastrointestinal suture anchor set is mr conditional according to astm f2503. A patient with this metallic anchor and suture retention mechanism may be safely scanned after placement under the following conditions. Static magnetic field fo 3.0 tesla or less. Maximum spatial magnetic gradient of 1600 gauss/cm (16.0 t/m) or less. Normal operating mode: maximum mr system reported, whole-body-averaged specific absorption rate (sar) of 2.0 w/kg for 15 minutes of scanning or less (i.e., per scanning sequence). The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The "t fastener" referred to by the customer is the "anchor" portion of the device that is intended for deployment through the needle and into the insufflated stomach per step 6 of the IFU. Per the IFU in the note following step 17, the anchor can be left in the body for "two weeks while tract formation occurs, or they may be cut after gastrostomy catheter placement. This releases the anchors into the stomach allowing their passage by the gastrointestinal system." While the reason that the anchor became lodged in the patient is not clear from the customer statement, because the device was placed off-label, the additional surgical intervention was required to remove the anchor from the patient. The root cause of the event appears to be the off-label use of the device. Measures have been conducted to address this issue. We will continue to monitor for similar complaints.

Event description:
No additional information was received.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a (B)(6) male patient underwent a fetal surgery. During the surgery a t-fastener became stuck in the patient¿s back near the spine. A section of the device did remain inside the patient¿s body. The patient will require an additional procedure due to the fragment being left within the patient.